Event description:
It was reported that a physician was attempting to deploy a 2.25mm diameter x 18mm length resolute integrity rx drug eluting stent to treat a lesion in a diagonal bifurcation of the lad with stenosis, calcification and tortuosity present. The lesion was pre-dilated to 14 atms. An endeavor resolute stent was implanted in the lad and then a resolute integrity stent was attempted to be implanted in the diagonal lesion however the stent could not pass the lesion. Force was reported to be used in an attempt to cross the lesion. When the stent was removed from the patient, the stent was noted to be damaged. No patient injury or clinical sequelae were reported. Device return the device was returned for evaluation. The stent was stretched and had moved proximally and was covering the proximal marker band. The distal stent was also partially covering the distal marker band. Some segments were raised and some were misaligned. Crimp impressions were evident on the balloon.

Manufacturer narrative:
Evaluation codes: results: deformation problem; patient condition affected effectiveness of the device (patient lesion morphology, stenosis, calcification and tortuosity present); inherent risk of procedure (failure to deliver stent and stent deformation); failure to follow instructions (forced used). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, stenosis, calcification and tortuosity present); user error contributed to the event (forced used); known inherent risk of procedure (failure to deliver stent and stent deformation).